Manufacturer narrative:
The company representative confirmed the customer complaint and found that the unit did not operate on ac power and power supply smelled burnt. The company representative replaced the power supply (part number 0014-00-0033e05). The company representative verified the operation, safety and performance of the iabp unit. The unit met the factory specifications and was returned to the customer. The power supply was returned to the (B)(4) repair center, for evaluation. Upon inspection, it was observed that the cr38 component was shorted and damaged the power supply. This is a known event related to the power supply and was evaluated earlier. This CAPA was closed in july 2008. The iabp was manufactured in october 2005, prior to the CAPA. The power supply was sent to the vendor for the repair. The power supply's component cr38 was upgraded to 100v. Health hazard evaluation was performed and the assigned risk index was 2 indicating none/negligible impact for the likelihood of the potential hazardous event or probable adverse event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient in ICU recovery, the iabp started smoking. The iabp was sequestered. The patient was switched to another iabp and therapy was continued. No patient injury was reported. As per uf/importer report number (B)(4) has event date: (B)(4) 2011. This date does not match the date provided by the customer to maquet. Since there are no other event reported for the same iabp with same serial number with same symptom at the same facility, the uf/importer report reference is included here.